Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, an unspecified number of false positive results were alleged. No further information was provided including confirmatory testing, analyte(s) in question or patient impact. The customer has not responded to multiple follow up attempts by bd for additional information. (B)(4).

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown the information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.